Event description:
It was further reported that upon admission the patient was given one (1) unit of packed red blood cells (prbc). An esophagogastroduodenoscopy (egd) was performed and showed three (3) arteriovenous malformations (avm). The patient was started on digoxin medication and discharged home, and returned back to the emergency department (ed) approximately five (5) days later with recurrence of melena. Another egd and push enteroscopy was performed revealing multiples avm in body of stomach which was treated with two (2) clips and apc. The patient was once again discharge.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had a gastrointestinal (gi) bleed. The ventricular assist device (vad) exhibited low flows most likely due to the hematocrit (hct) adjustment and the low hemoglobin (hgb). The vad remains in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient received argon plasma coagulation (apc) for arteriovenous malformations (avm), and a blood transfusion for low hgb.

Manufacturer narrative:
A supplemental report is being submitted for additional information was received. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: (B)(6) was not returned for evaluation. A review of the manufacturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. The reported low flow event was confirmed via review of the controller log files which revealed one (1) low flow alarm logged since on (B)(6) 2024. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that this patient had a history of bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient was hospitalized several times for melena.

Manufacturer narrative:
A supplemental report is being submitted for additional event details. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being submitted for a revision to the product event summary. Revised product event summary: the ventricular assist device (B)(6) was not returned for evaluation. A review of the manufactu ring documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. The reported low flow event was confirmed via review of the controller log files which revealed one (1) low flow alarm logged since (B)(6) 2024. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Per the instructions for use, bleeding is a known potential complications associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that this patient had a history of bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.